Manufacturer narrative:
The device was not returned.

Event description:
It was reported that resistance was encountered when advancing the subject coil through the microcatheter and the coil was mechanically detached inside the microcatheter shaft. The broken part of the coil was removed by applying negative pressure with syringe. Another coil was used to complete the procedure successfully. No patient consequences reported due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device were not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the additional information provided by the customer indicated that there was no damage noted to the packaging and the device was prepared as per direction for use (dfu). While there are a number of potential causes for the reported issue, because the review and analysis of available information failed to identify a definitive cause, a cause of underminable was assigned to the as reported issue main coil prematurely detached/separated inside patient.

Event description:
It was reported that resistance was encountered when advancing the subject coil through the microcatheter and the coil was mechanically detached inside the microcatheter shaft. The broken part of the coil was removed by applying negative pressure with syringe. Another coil was used to complete the procedure successfully. No patient consequences reported due to this event.